Manufacturer narrative:
No button error alarm during testing. However unit had intermittent down and up buttons response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.

Event description:
Customer reported via phone call to have received a button error alarm, even after battery change. Customer was not sure how it occurred. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.